Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/23/2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was observed. The battery cap was able to secure properly to the pump. The keypad was found to be peeling. The bolus button cover was found to be damaged. Evaluation revealed that all keypad buttons were appropriately responsive.